Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a message indicating the voltage was too low for the remaining capacity. It was reported the patient had fallen on the device area prior to this message being observed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. External visual inspection of the device revealed no anomalies. A review of the device memory confirmed that two low voltage battery fault codes had been recorded; the first was recorded on december 20, 2011 and the second was recorded on december 30, 2011. Battery voltage measurements revealed a partially depleted battery; however, review of the device memory diagnostics confirmed that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. Initial testing results revealed that pacing and low voltage power supplies were not pulling excessive current. The device case was then opened to facilitate analysis of the internal components. The hybrid circuitry was evaluated on automated test equipment that verified the function of electronic components. No issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. Visual inspection, as well as x-ray analysis, of the battery itself did not identify any defects. The battery was then subjected to open circuit voltage testing (i.e., battery voltage levels were monitored every 4 hours for a period of one week in order to assess any voltage changes). Results revealed a recovering voltage level; however, the recovery pattern was not smooth, indicating a possible intermittent short within the battery. The average heat output of the battery was also consistent with the presence of an internal short. In-depth destructive analysis of the battery revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.